Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller, a private nurse, stated the device worked for maybe a month and the patient was dry at night. They stated the device was not working anymore. The stated they contacted the doctor who told them to call the manufacturer for further suggestions. Caller was not with the patient to do troubleshooting, information was reviewed. The caller was redirected to the healthcare provider if programming changes did not resolve the issue. No further complications were reported or anticipated.